Event description:
It was reported that the rv lead was replaced due to a lead warning for low impedance. Lead impedance measured 585 ohms bipolar and 591 ohms unipolar when checked. The patient had been complaining of "feeling pacing" since august 12. No patient complications were reported as a result of this event. Further information indicates that the rv lead also had an insulation break. A mode switch to unipolar was also noted as a result of the low lead impedance. The lead was capped.